Event description:
Related manufacturer reference number:2017865-2022-22591. It was reported that the atrial lead exhibited high capture thresholds and the right ventricle lead exhibited noise with arm movements. Both the atrial and right ventricle leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impression noted at 13.0cm ¿ 13.1cm from the connector pin. The cause of the reported event was due to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.